Manufacturer narrative:
Device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the spain. On 29-april-2024, it was reported by the patient that five infusions set fell off during use. The infusion set was in use for few hours. The first occurrence occurred on (B)(6), 2024; the second on (B)(6) 2024; the third on (B)(6) 2024; the fourth on (B)(6) 2024 and the fifth on (B)(6) 2024. No further information was available.